Event description:
Pt. Had surgery (secondary iol implant with vitrectomy). She was admitted to hosp 1/26/98, undergoing subsequent eye surgery. Culture of vitreous showed strep viridens. Dx: endophthalmitis. (During initial surgery, the aspirating function on the storz premiere phaco machine was less than expected, as reported by surgeon. The power was progressively increased, with unexpected sudden jumps in aspiration.)